Event description:
The catalog number, lot number, and code have partially rubbed off of the strip vial. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.